Manufacturer narrative:
(B)(4): initial MDR submission for device evaluation. Patient problem code: f27 ¿ no patient involvement. Device problem code: a0504 - leak / splash. It was reported leakage occurred out of the barrel dents during preparation. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel shows damage at the 20ml mark area. The area of damage was inspected under 10x and 30x magnification. The damage does not go through the barrel wall. The barrel was filled with saline solution for a functional test, and no leakage was observed. The two photos provided show the sample received. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 302832, lot 2278473. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the assembly process was performed. The alignment of the conveyors and rails were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer of barrel damaged is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Drug leaking out of the barrel dents during preparation.